Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a scarred common femoral artery (cfa) using a prostar xl device. The device was back-loaded over a guide wire into an 8-french sized access site. Reportedly, while holding the device at a 45-degree angle during needle deployment, the handle was pulled to deploy the needles, but the needles tips did not emerge at the top of the hub as expected. The technique for needle backdown was performed and the device was removed. A second prostar xl device was attempted. After needle deployment of the second prostar xl device only two of the four needles were visible above the hub as one needle remained in the device and the other needle was bent in the cfa. An attempt to remove the needles using the technique for needle backdown was unsuccessful. Although the needle that remained in the cfa was successfully clamped and recovered, the approach "badly" injured the vessel. The tavi procedure was completed and since the physician did not believe that manual arterial compression alone would be able to achieve hemostasis, the injured vessel was treated by implanting a covered stent and the vessel was surgically sutured to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be established in the use of the pre-close technique and was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device, referenced is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy needles was confirmed as analysis of the device detected an anterior medial needle and posterior lateral needle strike marks on the distal face of the barrel, which is an indicator of needle deflection. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.